Manufacturer narrative:
Visual examination of the returned device revealed that the mid-shaft polymer extrusion had broken approximately 1.31cm distal from the catheters strain relief. The device was discolored and stretched at the point of this separation. This type of damage is consistent with excessive force being applied to the delivery system upon meeting some form of restriction. The stent was not returned with the device. As per taxus liberte directions for use, the delivery system is designed for a guide wire less than or equal to 0.014 in. (0.36mm) outer diameter. The guide wire that was returned inserted into the tip would have been of a diameter less than the recommend4ed guide wire to have been inserted initially. Due to solidified blood within the inner lumen of the delivery system, attempts to remove the inserted guide wire resulted in the tip of the device becoming stretched. Therefore, the complaint investigation site could not conduct a thorough examination of the tip to evaluate if there was any defects present that could have potentially contributed to the complaint incident. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probably root cause was unable to be determined.

Event description:
It was reported that during a drug-eluting stenting procedure, the taxus liberte 2.5mm x 12mm stent delivery system failed to advance and "remained blocked" on an unspecified guide wire. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "ok".